Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high and low blood glucose levels. His high blood glucose was over 600 mg/dl, and low blood glucose was 65 mg/dl. His most recent blood glucose was 113 mg/dl. He also observed a crack near the escape button on the insulin pump. He advised that he treated the low blood glucose with 60 g of carbohydrates. He noted that the reservoir showed the same amount of insulin as shown on the status screen. During the high blood glucose event, the customer did not experience symptoms. He tested for ketones and stated that it barely read. He declined to troubleshoot for high blood glucose, stating that he was concerned with his tolerance to the insulin being used. He stated that the insulin pump was working fine. He was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and declined to return the device for analysis until he saw his doctor. The insulin pump passed the self-test.